Event description:
It was reported by the customer, patient on day 24 of continuous blinatumomab infusion. Patient's father brought patient to unit after reporting blood leakage from ivad device. Partial breakage noted where tubing meets hard blue connector. This is a recurrent issue for patient. Patient's ivad was de-accessed and then re-accessed with a new device to continue treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the extension tubing was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga powerglide pro attached to its extension set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, patient on day 24 of continuous blinatumomab infusion. Patient's father brought patient to unit after reporting blood leakage from ivad device. Partial breakage noted where tubing meets hard blue connector. This is a recurrent issue for patient. Patient's ivad was de-accessed and then re-accessed with a new device to continue treatment. No other information was provided.